Event description:
There was not reported pt impact with this complaint. The rptr said that the pump became increasingly unresponsive to "up," "down," and "ok" button presses. The rptr denied that the pump was exposed to water and denied that the keypad button was peeling. She is uncertain whether the keypad buttons spring back to their original position.

Manufacturer narrative:
The pump was returned to animas. Eval revealed that keypad was torn at the "up" arrow button. The pump was responsive to button presses and the buttons sprung back normally. Adhesive was found under the button contacts.